Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dissection). Patient's condition affected effectiveness of device (diseased, pre-operative partially dissected iliac arteries). Unapproved use of device (treatment of a patient with aortic neck diameter less than 19 mm). Conclusion: device failure/lack of effectiveness related to patient condition (diseased, pre-operative partially dissected iliac arteries). Operational context contributed to event (treatment of a patient with aortic neck diameter less than 19 mm).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 3.9 cm diameter abdominal aortic aneurysm approximately two months ago. The proximal neck was 17 mm in diameter and 53 mm in length. The aortic neck angle was 40 degree. The right external iliac artery measured 7.3 mm in diameter and the left external iliac artery measured 6.5 mm in diameter. The iliac arteries had partial dissections and were diseased. An endurant bifurcated stent graft enbf2313c166ej and a contralateral limb enlw1613c93ej were successfully implanted. It was reported that one day post implant the patient presented with a dissection coming from left common iliac artery to the external iliac artery. The patient was treated with an endurant stent graft approximately three weeks ago. A CT scan was performed and showed the entry of dissection was successfully covered with the endurant stent graft. No additional clinical sequelae were reported and the patient is fine.